Manufacturer narrative:
(B)(4). The customer reported the nebulizer would not nebulize. The customer returned one nebulizer kit which includes a jet, jar, cap, tubing, tee, and mouthpiece. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed the returned components appear typical with no observed defects or anomalies. Functional testing was performed on the returned sample. 6cc of water was added to the returned nebulizer unit and the tubing was connected to an air flowmeter. The inlet pressure was set at 50psi and the flowrate was increased to 8lpm. During functional testing, a mist was produced coming from the chamber. No functional issues were found with the returned sample. Per the instruction label attached to the finished product, the directions for use instructs the user "if necessary, tab the device until it begins to nebulize". It also instructs the user "during treatment, periodically tab nebulizer to minimize residue volume". The reported complaint of the nebulizer not nebulizing could not be confirmed based on the sample received. During functional testing of the returned sample, the returned nebulizer was able to produce a mist coming from the chamber. A device history record review was performed on product code 1882; lot #74j1902662 with no evidence to suggest a manufacturing related issue. Therefore, based on the functional testing, no issues were found with the returned sample.

Event description:
It was reported "the doctor found no mist during clinical inspection before using on patient". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the doctor found no mist during clinical inspection before using on patient". No patient involvement reported.